Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, as well as electrical testing. The evaluation determined that the issue was due to an intermittent electrical connection. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) became unresponsive. Troubleshooting attempts were not successful.